Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller stated couldn't get an accurate pacemaker remote monitoring mobile application interrogation and "couldn't find the pacemaker itself.

Event description:
It was reported that the patient presented with bradycardia (heart rate in the 30s) and the physician stated the implantable pulse generator (ipg) "does not appear to be pacing at times". It was also reported the right atrial (ra) lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in termination of at/af detected event(s) in progress and unnecessary pacing at times. The patient was hospitalized. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.